Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The needle to cuff miss was not confirmed as the components needed were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. Based on the reported information a posterior needle to cuff miss occurred. In this case, it is likely the cuff miss occurred due to interaction with patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability), or patient anatomy inducing the suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.